Event description:
It was reported the pt experienced a change in his stimulation. He stated he felt tightness in his chest. An sjm rep met with the pt and reprogramming was unable to resolve the issue. X-rays were taken and showed the lead at t8-t9. The pt's physician has ordered a cat scan.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.